Event description:
Patient received primary surgery on (B)(6) 2017, experienced multiple dislocations and was revised on (B)(6) 2019. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and functional hip analysis (fha) report (k152893) in the primary surgery. A root cause investigation was conducted in this issue. Post-operative imaging was provided and reviewed as part of this investigation. No issue was found with the achieved implant positioning that would suggest the patient would at risk of dislocating. The pre-operative planning was also reviewed as part of this investigation. All processing of this planning was found to be performed within work instructions, and all products provided were confirmed to have been manufactured to specification. No issue was found with the ops technology provided to the primary surgery that may have lead to this adverse event. The root cause of this issue was unable to be determined.

Manufacturer narrative:
Patient received primary surgery on (B)(6) 2017, experienced multiple dislocations and was revised on (B)(6) 2019. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and functional hip analysis (fha) report (k152893) in the primary surgery. A root cause investigation was conducted in this issue. Post-operative imaging was provided and reviewed as part of this investigation. No issue was found with the achieved implant positioning that would suggest the patient would at risk of dislocating. The pre-operative planning was also reviewed as part of this investigation. All processing of this planning was found to be performed within work instructions, and all products provided were confirmed to have been manufactured to specification. No issue was found with the ops technology provided to the primary surgery that may have lead to this adverse event. The root cause of this issue was unable to be determined. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Patient received primary surgery (B)(6) 2017, experienced multiple dislocations and was revised on (B)(6) 2019. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and functional hip analysis (fha) report (k152893) in the primary surgery.

Event description:
Patient received primary surgery (B)(6) 2017, experienced multiple dislocations and was revised on (B)(6) 2019. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and functional hip analysis (fha) report (k152893) in the primary surgery.